Manufacturer narrative:
The problem mentioned by the customer could not be reproduced. The vibrator and the buzzer meet the specification.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the beep signal and vibra-alarm on the patient's infusion device were not functioning. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.